Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to do the infusion set change but whenever she goes to prime, insulin starts shooting everywhere. Customer has tried a different quick set. Customer's blood glucose was 259 mg/dl at the time. Customer stated that insulin is squirting out during the manual prime process. Customer stated that she was not wearing the pump during priming. Customer stated that the pump was stuck in rewind and the drive support cap was sticking out. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer declined troubleshooting for the high blood glucose reading. Customer stated that she did a bolus and was able to get a couple of units in. Customer mentioned that she has replaced the battery and also had surgery 3 weeks ago.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test and prime test due to a loose/protruded drive support disk. The pump passed the operating currents and displacement tests. Unable to verify the prime anomaly or perform the self test, unexpected restart, occlusion or no delivery tests due to the alarm anomaly. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.